Event description:
Equipment was running. Nurse left the room for a few minutes and when she returned, the equipment was not running and the screen was blank. The panel was not being displayed as if it was not getting any power. Complete power failure. Instruments were locked in the washer, which impacted surgical case load.